Event description:
It was reported that one of the flanges had broken. The issue occurred while in use with the patient. A tracheostomy tube change was performed. There was no human harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number.

Manufacturer narrative:
One used cuff having unknown list# number was received for evaluation for the complaint that one of the flanges had broken. A lot history review could not be conducted because no lot number was identified. As received partial tears were observed on the internal side of one of the eyelets. The damage was observed to be smooth on the inner half and uneven on the outer half. The complaint of broken flange can be confirmed, and the probable cause was unknown.